Event description:
On 5/30/2025, a distributor reported via email that an ar-8991 fibertak dx anchor came out and did not stay secure. This was discovered during an ankle instability procedure on (B)(6) 2025. Additional information requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion and/or prying/leveraging the device during insertion.